Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the adc device. The customer reported receiving sensor readings of 43 mg/dl and 60 mg/dl, and went to hospital to have blood glucose checked. A healthcare meter result of 517 mg/dl was obtained, and the customer provided treatment of insulin (dose/type unknown) for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.